Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was run over by a car, subsequently breaking the pump into multiple pieces. Tandem technical support transferred customer to tandem sales support for further assistance. Customer reverted to manual injections for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.